Manufacturer narrative:
Complainant part is no longer expected to be returned for manufacturer review/investigation. Part 03.114.001, lot h161606: manufacturing location: supplier - (B)(4). Packaged by: (B)(4). Manufacturing date: december 30, 2016. Inspection sheet for incoming final inspection and certificate of compliance received from avalign meet specification. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used in a veterinary case - no patient information will be reported. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: this report is for a veterinary case. There was no human patient involvement. It is reported the veterinary surgeon could not attach the locking compression plate (lcp) threaded drill guide to the lcp plate. No patient or surgical involvement. Concomitant medical products: lcp plate (part number unknown, lot number unknown, quantity 1). This report is for one (1) lcp threaded drill guide. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
A product investigation was completed: this complaint is confirmed as the drill sleeve couldn't be attached to a plate. Relevant actions have been taken to address the issue. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 2 for (B)(4).